Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that a pt underwent a total knee replacement procedure on (B)(6)2010. During the procedure, the surgeon found that the needle had already been broken at the tip when the surgeon attempted to insert the needle into the tissue. There was no adverse consequence to the pt.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The device was confirmed for a defective button.